Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that postoperatively upon removal of the surgical drapes, patient's head was lacerated at the posterior pin site of the rocker arm on the mayfield modified skull clamp (a1059). The pin site was then stapled. Additional information received indicates that the patient was in prone position and was not repositioned during the surgery. There was no further impact to the patient.

Manufacturer narrative:
The mayfield skull clamp was returned for evaluation. The evaluation of the device showed that the lock has movement and a residue buildup was present. The unit needs repair, preventative maintenance and replacement of worn parts. General maintenance and cleaning is required. This device exceeds its expected life of 7 years.( lot code 081 manufactured on 2008 ). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.